Event description:
A report was received that a pt's precision system was explanted due to an infection. The pt was reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were kept by the medical facility. A review of the mfg documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during mfg. A review of the sterilization records for the explanted devices found them to be satisfactory. This is the final report.